Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Optical inspection reveals that the entire length of thread crest is damaged, with the removed thread crest material still partially attached to the thread. The damage is consistent with attempted screw insertion off centerline of the screw hole, sufficient to hit the sidewall of screw hole, and resulting in the foregoing damage to the screw. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c3-c6 with a corpectomy at c4-5. It was reported that the screws that were inserted at c2 stripped and the threads peeled off. The screws were removed and replaced. No patient complications were reported.